Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a competitive leadless pacemaker which was nearing end of life (eol) and required replacement. This patient is pacemaker dependent and is very ill with no access options available except an epicardial system. However, the epicardium is severely degraded, with minimal viable tissue. The physician left the competitive device programmed to vvi 40ppm to provide backup pacing during the replacement procedure. This boston scientific (bsc) pulse generator and an epicardial lead were implanted. Excellent numbers and current of injury were noted during and after the procedure. Four days later, telemetry showed pacing at vvi 40ppm (which is how the competitive device was programmed). Additionally, interrogation of the bsc system revealed no capture despite maximum outputs due to suspected lead dislodgement. Therefore, the competitive device was reprogrammed as the primary device and the decision was made to recheck the patient after the weekend to assess capture. System evaluation the following monday, noted capture at 4.5v @ 1.0ms. Several checks were performed over the next few days with no threshold stability. Therefore, this bsc device was programmed back as the primary device. However, high thresholds were still observed with a decreased pacing impedance measurement of 250 ohms and a low sensing measurement of 0.3mv. The bsc local area representative did not feel there was an adequate safety margin and this device was deactivated, and a replacement procedure was performed. The epicardial lead was confirmed to be firmly in the epicardium and had started to endothelioses. The entire epicardium was covered in significant scarring, and it appeared the lead had been screwed into scar tissue which accounted for the good initial results and subsequent elevated thresholds. This device was explanted and replaced. The lead was surgically abandoned due to the inability to unscrew the lead from the scar tissue. A replacement bsc epicardial lead was screwed into the epicardium and a competitive epicardial replacement lead was sewn onto the epicardium. Both leads were tunneled and interfaced to a replacement cardiac resynchronization therapy pacemaker (crtp). Continuous testing was performed and the bsc lead was programmed as the primary lead due to more stable thresholds. The replacement system remains in service and no additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.